Manufacturer narrative:
Calibration results were acceptable. Quality control result for level 1 was within range. A service visit was performed on the last week of (B)(6) 2022 and pinch valve tubings have been changed. Based on the information provided, a general reagent problem can be excluded. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with pinch valve tubing issues or foam or air bubbles on the reagent surface.

Manufacturer narrative:
It was confirmed that pinch tube valves were changed proactively. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg+beta assay on a cobas e 411 analyzer (rack system). The sample initially resulted in an hcg + beta value of < 100 miu/ml, accompanied by a data flag and repeated as < 100 miu/ml, accompanied by a data flag. A different sample from the same blood drawing of the patient was tested in a different laboratory with an unknown method, resulting in an hcg + beta value of 700 miu/ml. This result is deemed correct. The initial questionable result was reported outside of the laboratory. The hcg + beta reagent lot was 643770 with an expiration date of 30-nov-2023.

Manufacturer narrative:
Na.